Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were functionally evaluated and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold br customer reports that stoppers are popping off. The following information was provided by the initial reporter. The customer stated: stoppers are popping off and blood samples are being lost. The customer is allegedly recapping the stoppers properly with a tight seal when they are opened, the stopper is coming out during transportation.

Manufacturer narrative:
H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold br customer reports that stoppers are popping off. The following information was provided by the initial reporter. The customer stated: stoppers are popping off and blood samples are being lost. The customer is allegedly recapping the stoppers properly with a tight seal when they are opened, the stopper is coming out during transportation.